Event description:
The suspect generator underwent product analysis. There were no performance or any other adverse conditions found with the generator. The allegation of low output current was not duplicated in the product analysis lab. The generator output was measured for >24 hours in a simulated body temperature environment and there was no variation in the output signal. The generator performed according to all functional specifications. A review of the downloaded generator data showed that no system diagnostics were performed on the date of attempted implant. Diagnostics performed in the product analysis lab were within normal limits.

Event description:
It was reported that during the vns implant procedure, the generator was implanted and diagnostics were performed. During the diagnostics, no response was seen on the electromyograph (emg) tube that the surgeon was using to measure vagal nerve response to stimulation. Due to the lack of response on the emg tube, the surgeon believed there was a malfunction with the generator. A different generator was implanted instead and the expected emg response was seen with the new generator. Generator device history record was reviewed and no unresolved non-conformances were found. The generator passed all quality control measures prior to distribution. The suspect generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.